Event description:
It was reported that during a revision mpfl reconstruction procedure, it was noticed that two (2) q-fix anchor remained in-site after it was deployed, but the loaded minitape suture tails were severed in half once inserter and guide were removed. The sutures were removed from patient. The procedure was resumed after a non-significant delay, using a similar s+n back up product on an additional drilled bone hole, leaving a void in the patient. Patient is healthy and no further complications were reported.

Manufacturer narrative:
H11: internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a revision mpfl reconstruction procedure, it was noticed that one (1) q-fix anchor remained in-site after it was deployed, but the loaded minitape suture tails were severed in half once inserter and guide were removed. The sutures were removed from patient. The procedure was resumed after a non-significant delay, using a similar s+n back up product on an additional drilled bone hole, leaving a void in the patient. Patient is healthy however it was reported that presented instability. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected information on: b5, h6 (clinical code and impact code). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it was not returned in original packaging. The anchor and suture were not returned. The insertion device has no visible defect. Bio debris is present. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an impact inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
B7 and h6 have been updated.